Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer received a button alarm 22. Reportedly the customer was not interacting with the pump at the time of the alarm. There was no impact ot customer's blood glucose level.